Event description:
The cysto-nephro videoscope was returned to the service center with a report of damage to the plastic ring between the control body and universal cord. This issue does not indicate an MDR reportable event, however, a reportable malfunction was found during testing at the service center. During inspection of the device, the bending section sheath adhesive was found to be detached, likely due to stress. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the sheath adhesive detachment could not be determined, however, the issue is a known inherent risk of the device and was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.